Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative that he had a paresthesia pattern change after violent coughing and sneezing for days after a cold or allergy problem. The patient now had uncomfortable stimulation in the abdomen when using contacts 0-4 and 8-15. Contacts 5, 6 and 7 give some left back and good left leg coverage without reaching the abdomen. Impedances were good and within normal limits. Reprogramming was done using the bottom of the 0-7 lead with the patient getting some back and good left leg coverage. The patient was given an order for an x-ray of the leads and the results were not available at this initial time of report. Additional information received from the manufacturer representative reported that the x-rays confirmed the migration of the left lead from the top of t7 and t9. The patient felt he was getting the expected coverage from the implantable neurostimulator (ins), and he did not wish to have a lead revision at this time. If additional information is received, a follow up report will be sent. The patient's indications for use included radiculopathy and spinal pain.